Event description:
It was reported that a caregiver stated the dexcom g7 sensor had been changed and was transmitting to the dexcom app but not pairing with the ilet, indicating a communication and pairing failure between the cgm and the ilet. Symptoms included no glucose data available on the ilet. Outcomes included the need for troubleshooting and temporary loss of ilet-driven glucose control. Investigation included guided troubleshooting and user education, including an ilet restart and instructions to allow time for pairing. Investigation of this case revealed an unresolved pairing failure at the time of the call. It was concluded that the event involved a cgm-to-pump communication issue with no reported adverse clinical effects.